Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On 05-apr-21, the patient was implanted with one biomimics 3d (bm3d) stent in the left leg, a 6.0 x 150 mm stent which was used to treat a restenotic lesion in the superficial femoral artery (sfa) proximal third to sfa middle third. A retrograde approach was used and the lesion was prepared using pre-dilation with a percutaneous transluminal angioplasty (pta) balloon and atherectomy. The site identified a restenosis of treated segment (target lesion) event on 22-jul-21. It was reported as definitely related to the device and not related to the procedure. It was target lesion related. This was treated on (B)(6) 2021, with drug coated balloon / drug eluting balloon (dcb/deb), pta / standard balloon angioplasty and laser/atherectomy which were performed on the sfa ostial to dorsalis pedis arterial segment. The intervention was reported as a target lesion/vessel revascularisation (tlr/tvr). The outcome was reported as resolved/recovered. The device remains implanted. Veryan became aware of this event on 27-dec-2023 and it was reviewed by veryan in jan 2024 and considered related to the device.